Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
While preparing a penumbra system 5max ace reperfusion catheter (5max ace) for the thrombectomy procedure, the physician opened the package and flushed the 5max ace through its hoop with saline. Upon removal from the packaging hoop, the physician confirmed that the 5max ace was kinked at the shaft, approximately one centimeter from the hub. The kinked 5max ace was found prior to its use and therefore, was not used in the procedure. The procedure was completed using a new 5max ace without further issues.

Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was kinked approximately 2.0 cm from the hub. Conclusions: evaluation of the returned device confirmed it was kinked. This damage may have occurred due to forceful handling of the 5max ace at extreme angles during removal from the packaging hoop. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.